Event description:
It was reported a segment of the coating from this guide wire detached in the pt during an iliac angioplasty procedure. No retrieval of the detached coating was attempted. This device was used to successfully complete the procedure without pt complications. This device has not been rec'd for evaluation. Therefore, no failure analysis is available. F/u indicated this device was being used through metal introducer which co believes may have contributed to this event. However, without evaluating this device co is unable to determine the exact cause for this event. Co's directions for use state: "as with any other guidewire, to avoid damaging the surface of the guide wire, do not withdraw through a metal cannula."